Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain/chronic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, iron deficiency anaemia, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, fatigue, alopecia, hormone level abnormal, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date 2014 (previously reported) and (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event injury was updated to events: migration, menorrhagia (heavy menstrual bleeding), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, anemia, fatigue, hair loss, hormonal changes, headaches, nausea, weight gain and plaintiff did not undergoes essure confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.